Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 0125, competitive rv lead; implant: (B)(6) 1998.

Event description:
It was reported that the patents bi-v implantable cardioverter defibrillator (ICD)triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.